Event description:
During surgery for hip replacement, the cement was mixed then injected to the femoral channel. Twenty minutes later the cement had hardened, the surgeon manipulated the hip component, put the drain tube and started to suture the wound, the pt experienced hypotension. As a result the pt experienced pulmonary embolism and cardiac arrest occurred.